Event description:
The patient's increase in seizures was above the patient's pre-vns seizure frequency baseline. The patient is not being considered for vns replacement. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that a patient had an increase in seizures and the patient's device was disabled on an unknown date. There was no relevant programming history available to identify when the device was disabled. Attempts for information have been unsuccessful to date.